Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures.

Event description:
During a radio frequency ablation procedure, an "unsafe probe detected" error occurred during lesion creation. Troubleshooting was unable to resolve the issue and the procedure was aborted. There were no adverse consequences to the patient.